Event description:
A greenfield filter was implanted on (B)(6) 2012. On (B)(6) 2016 it was noted there was a pulmonary embolism (pe) and perforation. The filter was also noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On (B)(6) 2016 it was noted there was a pulmonary embolism (pe) and perforation. The filter was also noted to be tilted. No further patient complications were reported. It was further reported that the greenfield filter was implanted on (B)(6) 2012. On (B)(6) 2016, a computed tomography (CT) scan of the chest revealed there was a filling defect seem within the right middle lobe pulmonary artery and branches, of uncertain age. The possibility of pulmonary embolism could not be excluded. On (B)(6) 2017, a CT scan of the abdomen revealed the inferior vena cava filter was in place. The apex was oriented superiorly and was tilted to the left, impinging slightly upon the wall of the inferior vena cava. There was no evidence of a fracture involving the struts. The struts extended 1 mm through the wall of the inferior vena cava without evidence of fluid or other abnormal complicating process in the adjacent soft tissues. The position of the filter was abnormal and centered at the level of the renal veins. The inferior vena cava distal to the filter had normal size, caliber and tapering.

Manufacturer narrative:
D6 implant date: corrected from (B)(6) 2012 to (B)(6) 2012.